Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose overnight while using the ilet with a contact detach 6 mm/23 in infusion set and dexcom g7, changed the cartridge, tubing, and infusion set, observed an initial downward trend, then noted recurrent hyperglycemia and performed another full supply change before contacting support; troubleshooting and education were provided to allow the ilet to deliver correction and observe response. Symptoms included hyperglycemia with a high of 400mg/dl reported. Outcomes included no reported injury and no medical intervention beyond routine self-management and device-guided corrections. Investigation included user interview and troubleshooting with education on infusion set replacement and site rotation. Investigation of this case revealed no confirmed device malfunction or component damage, and the cause of the reported hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.